Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported two doors opening at once when pulling medications. A field service engineer cleaned and tightened all latch micro switch connections and applied grease. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a malfunction where both doors opened at the same time. The customer reported that the malfunction occurred while the nurse-tired pull fluids from the drawer. There were no adverse events or injuries reported based on this event.